Event description:
Complainant alleged that while attempting to monitor a patient (age and gender unknown) the device inappropriately shut down and then rebooted power. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.